Event description:
New information indicated that the lead was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was dislodged. The lead was capped and replaced. No patient symptoms were reported.